Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: cf-ez1500dl/I operation manual chapter 3 preparation and inspection cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had looseness on the rods. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had foreign material (the numbers were slightly yellow). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to the wear of the angle wire, the play of the up/down knob was out of the standard value. Also, the evaluation found the following: due to a crack on the scope body, water tightness was lost. Due to damage on up/down knob, water tightness was lost. Due to damage on right/left knob, water tightness was lost. The flexibility adjustment ring had a scratch. The grip had a scratch. The forceps channel port had a dent. The scope cover had a scratch. The air/water cylinder had a scratch. The scope cylinder had no color. The switch box had a scratch. The scope connector cover unit had a scratch. The scope connector case unit had a scratch. The plug unit had a scratch. Due to a crack on bending section cover, the insulation resistance value at distal end did not meet the standard value. Due to dirt on objective lens, the image had a stain. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The objective lens had a scratch. The light guide lens had a crack. The light guide lens had a scratch. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.